Event description:
It was reported that this pacemaker system had a lead safety switch (lss) due to high out of range right ventricular (rv) lead impedance measurements above 3000 ohms. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system had a lead safety switch (lss) due to high out of range right ventricular (rv) lead impedance measurements above 3000 ohms. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker system showed minute ventilation (mv) noise that was not oversensed. Technical services (ts) was consulted and reviewed reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported.